Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient will be managed with programming adjustments. This is the final report.

Event description:
A review of the recipient¿s test data indicated impedance and no loudness growth issues. The recipient is experiencing no performance concerns.